Manufacturer narrative:
The lead remains in use. The physician evaluated that the reported implant difficulty was due to patient anatomy. Without device return this is unable to be confirmed. The root cause of the reported lower limb pain is not able to be definitely determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "abnormal sensations or pain". The manufacturing records were reviewed. Product met all requirements for release.

Event description:
During a trial procedure for the evoke spinal cord stimulation (scs) system, positioning difficulty of the leads was reported. The implanting physician attributed this to the patient's anatomy. Following lead placement and completion of the trial implant procedure, the patient reported pain in left lower limb. Intravenous steroid and oral medications were prescribed. The following day, the patient reported persisting left lower limb pain and swelling. The patient was evaluated in the emergency department. Following this evaluation, the patient was confirmed to complete the temporary trial with pain relief achieved.